Event description:
The target lesion was the mid left anterior descending (lad). The vessel was de novo. The lesion was moderately calcified and moderately tortuous. There was 95% stenosis. While delivering the cypher 3.0 x 28 mm stent into the heartrail 6fr guide catheter (gc), the physician felt great friction. After coming out of the guide catheter, physician still felt friction. As the physician still felt a lot of friction, he stopped the delivery of the unit. When the physician was removing the unit, it became caught at the tip of the gc, and could not be retrieved into the gc. Therefore, the entire system along with the gc was removed from the pt. After removal, the physician found the stent to be flared at the proximal end. Therefore, a different cypher was implanted at the target lesion without complication. There was no reported pt injury.

Manufacturer narrative:
The product is available for analysis. This device is distributed outside the united states; however it is similar to the united states product.